Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. During the course of troubleshooting, it was determined the meter contained the incorrect battery type. Customer further reported having contact with healthcare professional, being diagnosed with hyperglycemia, and receiving treatment, however no further details were provided as customer could not continue troubleshooting. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
There was no product has been returned, an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. During the course of troubleshooting, it was determined the meter contained the incorrect battery type. Customer further reported having contact with healthcare professional, being diagnosed with hyperglycemia, and receiving treatment, however, no further details were provided as the customer could not continue troubleshooting. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.